Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2009, this patient underwent endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses (tg3415/06510584, tg3415/06608422). It was reported that a paraplegia was found after the procedure. The physician decided to perform spinal drainage for it. On (B)(6) 2009, the patient discharged. The paraplegia was resolved. The aneurysm diameter was 55.7 mm. On (B)(6) 2010, in one-year follow-up study, the aneurysm diameter was 51 mm. On (B)(6) 2011, in two-year follow-up study, the aneurysm diameter was 53 mm. No endoleaks were reported. On (B)(6) 2012, in three-year follow-up study, the aneurysm diameter was 59 mm. Aneurysm enlargement was identified. The physician decided to take a wait and watch. No endoleaks were reported. On (B)(6) 2013, in four-year follow-up study, the aneurysm diameter was 59 mm. No endoleaks were reported.